Manufacturer narrative:
Correction: a2 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported they were hospitalized on (B)(6) 2021 with symptoms of abdominal pain and vomiting and was diagnosed with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any issues whatsoever with fresenius device, or product. The nurse adamantly reported the peritonitis was related to a breach in aseptic technique by the patient. No more information about the event is available.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the peritonitis can be reasonably attributed to a breach in aseptic technique by the patient, as reported by the patient¿s nurse. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported they were hospitalized on (B)(6) 2021 with symptoms of abdominal pain and vomiting and was diagnosed with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any issues whatsoever with fresenius device, or product. The nurse adamantly reported the peritonitis was related to a breach in aseptic technique by the patient. No more information about the event is available.